Event description:
It was reported that while a patient underwent an atrial flutter procedure with a thermocool® smarttouch® uni-directional navigation catheter, the physician discovered what is suspected to be char on the proximal portion of the electrode. The char was discovered when the physician removed the device to exchange it with another catheter he intended to complete the procedure with. The device was exchanged and the case resumed. There was no patient consequence. During follow-up investigation of this complaint, the physician noted that the char did not restrict the complaint catheter¿s irrigation flow. The product has not been returned to bwi.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4). The product has not been returned. The product investigation is pending.

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an atrial flutter procedure with a thermocool smarttouch uni-directional navigation catheter, the physician discovered what is suspected to be char on the proximal portion of the electrode. The bwi lab received the complaint device for analysis on 1/21/2015. Upon receipt, the catheter was visually inspected and char was confirmed on the proximal end of the tip dome and measured 1.328 mm in width and 2.542 mm in length. Electrical, temperature, generator tests, and flow test were performed and the system passed all specification. No error was found, the catheter was working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.